Event description:
It was reported that the patient's response to dose increase is "not great". The healthcare provider (hcp) was seeing the patient for a refill and concentration change on the morning of report. The reported dose increases of 15% and 20% started on (B)(6) 2014. The patient had not been responding to the increases as expected. The hcp reportedly had not seen the patient yet but expected to increase again. The pump was infusing lioresal. It was reported three days later that the details for a dye study were reviewed. It was later reported that the catheter was dislodged and was repositioned on (B)(6) 2014. Patient symptoms had included never feeling improvement in spasticity after the pump was inserted. The patient had pain and stiffness in their legs which was never relieved with multiple twenty percent increases in their dosage. The cause of the event, as reported, was that the catheter was not in the intrathecal space. A catheter dye study resulted in no csf (cerebrospinal fluid) being aspirated. The patient was then admitted and the catheter was repositioned by a surgeon. As of (B)(6) 2014 improvement was noted. It was noted the patient following the surgery recovered without permanent impairment. The dosage had been lowered after the surgery from 1031.3 down to 199.9mcg/day. Specific details couldn¿t be obtained from the neurosurgeon that implanted the pump it was noted.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).